Manufacturer narrative:
No further evaluation of the device is required. The IFU for stratus cs cctni testpak contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Dade behring inc. Did not receive a sample from the customer to confirm the heterophilic interference. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 0.88 and 1.08 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was repeated on alternate methodology and a result of <0.02. Treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Instrument data indicates that the falsely elevated troponin I results were most likely caused by heterophilic antibody interference.